Event description:
Umbilical artery catheter snapped off at 7.5 cm while attempting to pull line back. Dr. Cut down cord slump but, unable to retrieve catheter. Surgeon was consulted. Surgical intervention required.

Manufacturer narrative:
MFR's rationale for filing medwatch: although the pt recovered without complication, the neonate in intensive care lost about 2.4 cc of blood and surgical intervention was required to retrieve the distal catheter tip. A 3.5 fr silicone uvc, soft and fragile by design, is susceptible to breaking if excessive tensile force is applied, particularly if previously nicked or damaged when sutured in place. This catheter did break near the suture area. The returned catheter tubing, which was tested for resistance to tensile force and elongation, met specifications. The returned catheter demonstrated cuts/tears and indications of excessive applied force at the breakage point. Utmd does not believe the event was related to the MFR of the device. The device is labeled with instructions for use which provide precautions relative to its fragility.